Event description:
On (B)(6) 2013: customer reports via phone that while performing a cta of the brain on a (B)(6) female patient the IV infiltrated. Details of the event are unavailable at this time as it occurred on an evening shift and staff was not available to provide additional details of the infiltration, treatment, or patient outcome. The injector did error out and staff was unable to review the results screen.

Manufacturer narrative:
Pending investigation. Upon receipt of investigation, a medwatch 3500a supplemental report will be submitted.